Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Additional information provided: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide lot number. The material was sent on october 27th. Inside the packaging there is a label with the lot number. Unfortunately I was not able to review it before sending the material. 2. Any patient consequences? No. Only the time in the operating room was increased. 3. Status of product return. H3 evaluation: the product was returned for evaluation. One needle suture in three sections were received for analysis. The product code is double armed. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the ends of the suture pieces were noted to be cut probably caused by a surgical instrument. In addition, damage (crushed) was observed in one of the suture pieces. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It is reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. That during a surgery, the suture breaks from the strand while the surgeon is using it on the patient.